Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl, and she was treated with manual injections. The customer stated that she received multiple no delivery alarms during bolus. Troubleshooting was performed. The volume of insulin was correct, and the reservoir was not emptied. Ran a fixed prime test and passed successfully. The customer stated that she was experiencing dizziness and felt as if she was going to pass out. The customer stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.